Event description:
I have silicone breast implants and they have caused the following symptoms starting about 2 years after my initial surgery in 2007: anxiety, depression, brain fog, fatigue, insomnia, hair loss, chronic inflammation in my face and swelling. Now I have ruptured one significantly by just rolling over in bed last week. Since then I have constant pain on that side that radiates down my arm and back and rib cage. There's a burning and tingling sensation that goes all the way to my finger tips on that side. I was told surgery to remove the implant is needed soon. I have not been scheduled for imaging yet but I suspect I have silicone running down my arm as there's a hardness to that side in the under side of my upper arm that is not present on the other side. FDA safety report ID # (B)(4).